Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." User facility forwarded uf report number 201022-2015-007. This manufacturer report number and the attached user facility report number are for the same patient, part number and event.

Event description:
It was reported that patient underwent right total knee arthroplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2015 due to aseptic loosening of the tibia. All components were removed and replaced with cement spacer molds.